Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm, battery out limit alarm due to failed batt test alarm.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test, battery was draining faster than normal. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.